Manufacturer narrative:
The device referenced in this report has not yet been received at shockwave medical, inc. Therefore, a physical examination has not been performed. Evaluation of the subject device is anticipated but has not yet begun. After the device is received and investigation is completed, a supplemental report will be submitted.

Event description:
A shockwave c2 intravascular lithotripsy (ivl) catheter was used to treat a patient undergoing a percutaneous coronary intervention (pci) to a left anterior descending (lad) artery. It was reported that the operator was able to deliver a total of 10 pulses. It was reported that during the procedure, the catheter felt slightly tight when connected to the connecting cable but did not consider this significant at the time. The system was subsequently connected and introduced into the patient. After delivery of several ivl pulses, the balloon ruptured, resulting in air entering the blood vessel. The patient immediately developed ventricular fibrillation accompanied by abnormal blood pressure and oxygen saturation levels. The patient was subsequently rescued. Following stabilization, no further interventional treatment was performed, and the patient was stepped down and transferred to another department for continued care. The patient is reported to be in stable condition.